Manufacturer narrative:
The insulin pump was received with missing segments due to cracked and bleeding on lcd glass. The device had cracked case at display window corner, cracked battery tube threads, cracked belt clip slot at battery tube threads area, and cracked reservoir tube lip.

Event description:
It was reported that the customer had a blank display on the insulin pump. The customer's blood glucose level was 135 mg/dl. The customer stated that when he looked at the screen it is half blocked out. The customer was asked if he recalls any significant events leading to the blank display issue and he said that he fell yesterday while wearing the insulin pump. The customer was advised that the insulin pump need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to back up plan per health care provider instruction.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.